Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("other injuries/symptoms : fatigue"), tooth disorder ("other injuries/symptoms: dental problems"), migraine ("other injuries/symptoms : migraine"), headache ("other injuries/symptoms : headaches"), alopecia ("other injuries/symptoms : hair loss"), nausea ("other injuries/symptoms : nausea") and visual impairment ("other injuries/symptoms : vision problem") and was found to have hormone level abnormal ("other injuries/symptoms : hormonal changes"). The patient was treated with surgery ((salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, bladder disorder, urinary tract disorder, fatigue, tooth disorder, hormone level abnormal, migraine, headache, alopecia, nausea and visual impairment outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder and visual impairment to be related to essure. The reporter commented: plaintiff received treatment for: dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, bladder problems, urinary problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs was received. Previously added injury nos was replaced with pelvic pain and new events dysmenorrhea, dyspareunia, abdominal pain, menorrhagia, bladder problems, urinary problems, fatigue, dental problems, hormonal changes, migraine, headaches, hair loss, nausea, vision problem were added. Date of insertion updated. Date of removal was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.